Event description:
A healthcare professional reported following an intraocular lens implant procedure, scratch was observed on the iol inside the eye and decided to explant the iol and use the backup iol. Backup iol was implanted and the surgeon is complaining that the backup iol had on the surface some "rest" of an unknown material. He cleaned the surface, and it looks fine.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a clear liquid inside a syringe. The lens was removed from the syringe for further evaluation. Both haptics are broken (possibly cut) from the optic. The optic was torn/split/cracked and cut into multiple pieces, typical of insertion and removal. The cut optic portions have multiple scratches, deep scrape marks, and scuff marks in the shape of an instrument used to grasp the lens on the anterior and posterior sides of the optic. The indicated video card was not received with the sample. A qualified cartridge and handpiece were indicated. The associated viscoelastic was not provided. It is unknown if a qualified product was used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The associated viscoelastic was not provided. It is unknown if a qualified product was used. The instruction for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4)